Manufacturer narrative:
Additional information: procedural images were provided for review. The images confirm presence of diffuse calcified disease from the proximal left main (lm) into the ostium of the lcx and continuing into a tortuous proximal lcx (left circumflex). The angulation at the ostium and in the proximal lcx bend appear to be in excess of 90 degrees. A previously deployed stent can also be observed in the lad. Multiple pre-dilations can be observed, however calcification and tortuousity can still be observed in the lcx following pre-dilation. Attempted delivery of stents cannot be observed in the images provided. Annex d codes added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute integrity coronary drug eluting stent to treat a severely tortuous, moderately calcified lesion, with 80% stenosis in the proximal circumflex (lcx) artery. There was no damage noted to the device packaging. There were no issues noted when removing the device from the protective hoop. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The device was not kinked and re-straightened during use. It was reported that there was a blockage in the tortuous lesion in the proximal lcx. After the pre dilation a non-mdt the stent failed to cross the lesion and was replaced by the resolute integrity stent, that also failed to cross the lesion. It was later reported that a hypotube detachment occurred while positioning the device at the lesion. No intervention was required to removed the detached hypotube portion from the patient. Poba was performed to complete the procedure. The patient is alive with no injury.

Manufacturer narrative:
Product analysis: the device returned with a detachment on the hypotube 16.4cm distal to the strain relief. Kinks were evident on the hypotube proximal and distal to the detachment site. The hypotube material was oval and jagged on both sides of the detachment site. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.